Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the head and liner were removed and replaced with a 36mm 10 degree 6mm lateralized liner and 36mm biolox ceramic head with v40 universal adaptor sleeve. As per sales rep, the surgeon did not identify any patient or device related factors responsible for the patients revision.